Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device on 21-aug-2021. The device evaluation was completed on (B)(6) 2021. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and spi screening test of the returned device. Visual analysis of the returned catheter revealed reddish material inside and a hole on the pebax on the stsf catheter. Spi screening test was performed, in accordance with bwi procedures. The returned sample was connected to carto3 system and error 106 was displayed in the screen. Therefore, the catheter was dissected on the tip area, loss of electrical continuity of the green paired wires to sensor was found. It was concluded that this is an internal failure of the sensor. A manufacturing record evaluation was performed for the finished device 30537100l number, and no internal action related to the complaint was found during the review. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. The evaluation determined that the cause of pebax damage failure cannot be established. The event described visualization issue was unable to be duplicated during the product investigation; however, the blood found inside the pebax area could be related to the reported issue. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following warning stated in the carto 3 system manual: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter (stsf) and the biosense webster inc, (bwi) product analysis lab observed a hole on the pebax. Initially, it was reported that a force sensor error was encountered. No adverse patient consequences were reported. The force issue was assessed as not MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and found on (B)(6) 2021 that there was a reddish material observed in the pebax and a hole was found. The hole on the pebax was assessed as MDR reportable. Therefore, the awareness date for this reportable lab finding is (B)(6) 2021.